Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/20/2021. Additional information: h6. H6 component code: g07002 device not returned. The following information was requested, but unavailable: please provide product code. According to the feedback of the sales representative, all the above answers are unknown. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail please provide lot number this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide product code. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. Please provide lot number. Events reported in 2210968-2021-11944, 2210968-2021-11946.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.